Event description:
It was reported that the etrak 2500l displayed an error 98 and was non operational. There was no adverse pt involvement reported. There was no pt information reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Suspect transmitter cable. Using diagnostics and reloading calibration files corrected problem. The system was tested and found to be working as intended and placed back into service.